Manufacturer narrative:
(B)(6). The device was manufactured june 27, 2016 ¿ june 29, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the red coil cap was separated from the housing. The housing was noted to be malformed at the upper area where the coil cap comes in contact with the housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor was separated from the housing. This occurred before use. There was no patient involvement. No additional information is available.